Event description:
It was reported that there was an inability to disengage the cot from the cot fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.